Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor gel breast implants began developing symptoms approximately 6 months post implantation. The patient began experiencing weight gain and recurrent sinus infections. She had sinus surgery (B)(6) 2009 which helped for a few months then the inflammation was back. Over the next few years she began having bowel issues, food intolerance, decreased libido, medication allergies, feeling of choking, and chest pain. In 2012, the patient had a cardiac consult for intermittent chest pressure on the left. The patient had an EKG of the carotids and heart which were all normal and she was told it was probably muscular issue. In 2015, the patient saw a neurologist for her symptoms and had mris which showed lesions consistent with demyelinating disease. She was diagnosed with multiple sclerosis. The patient decided to have a second child and it took her 6 months to get pregnant. In a short period of time, she was not able to run anymore. She experienced fatigue after short distances. The patient reported that she nursed her child for approximately 19 months. The patient attempted getting pregnant again for over 6 months with no pregnancy outcome. The patient had maintained an auto-immune diet. Quickly after discontinuing breastfeeding she began to experience unintentional weight loss, fatigue, tinnitus, burning eyes, joint pain, heavy legs, dry mouth, metal taste, breast itchiness, irritability, depression, feeling of choking, foul body odor, night sweats, nausea, vertigo, hair loss and poor tolerance to heat/cold. The patient is unsure if the breast implants are causing the symptoms, however, expressed concern that they may be. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.